Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was skipping. Tag states that it does not work correctly. The event occurred during surgery. Used another device to complete the case with no delay. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. On (B)(6) 2018, it was reported that the device was skipping. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 11, 2013 where it was reported that the unit was dropped and the ball detent, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on january 27, 2018 revealed that the calibration was out of specifications. The motor speed was within specification but ran erratically. It was also noted that the head was damaged. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on january 27, 2018 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the motor speed was within specification but ran erratically. The root cause of the reported event was due to the motor. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, calibration shaft, and swivel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.